Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported cracked screen. The printed circuit board was also found to be out of specification.

Event description:
It was reported the programmer has a cracked screen after it was dropped. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.